Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system when performing an infusion set change. The customer stated that they received the alarm when pressing down the act button to fill the tubing. The customer explained that this then pushed all the insulin through the vial. The customer's blood glucose was 23 mmol/l. The customer had already attempted to change the infusion set multiple times. The customer had reverted to a back-up plan of insulin pens. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a cracked end cap. No alarms were noted. The pump was unable to perform the basic occlusion, occlusion or excessive no delivery alarm tests due to a cracked end cap. The pump was received with a scratched reservoir tube window, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.